Manufacturer narrative:
Follow-up indicated that the patient continued to experience the symptoms but was receiving effective pain relief while using the device. The paddle lead was removed and the ipg was left in the patient to use with percutaneous leads in the future. The patient has recovered without sequelae.

Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized for pain and spasms shortly after the implant procedure. The patient was released, but returned to the hospital shortly after for pain and nausea. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.